Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg would not be charged nor linked even after several charging attempts. Internal inspection and analysis found that u2_asic was generating excessive heat (28.4°c), and sleep current was excessive (12.34 ma). Since the internal battery was depleted (1.83 v), the patient data was captured using an external power source. The data indicated the device battery plunged at once on the implant procedure, and no more data was logged ever since. Exposing the ipg to sources of high-voltage transients can cause this type of failure.

Event description:
A report was received that following an ipg replacement procedure (MFR. Report no. 3006630150-2018-60167), the patient was experiencing loss of stimulation. It was also reported that the remote control (rc) and the clinician programmer (cp) would no longer communicate to the patients ipg. It was noted that the ipg was completely depleted. The patient underwent an ipg replacement procedure and was doing well postoperatively.